Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error 315 (unsupported scope) was water invaded the scope connector due to leakage from the device while the user was handling the device which led to abnormality of electronic parts. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope received an e315 error-scope error. When plugged it in it shows error of 315 unsupported scope, there¿s no picture on the screen during preparation for use. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: leak at scope connector located near the metal plate, hole on switch button 1, low angulation, control knob movement, dents and scratches on the plastic distal cover, objective lens has worn glue, light guide lens has big chips and worn glue, bending section adhesive cracked, insertion tube has scratches, light guide tube has scratches, and scope connector cracked. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.